Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 110mg/dl. Troubleshooting was performed. The settings in the insulin pump were correct. The customer stated that she was using a medication, which may have caused the lower blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.